Event description:
Reporter indicated a vns dell x50 computer was not holding a charge. The computer appears as if it is charging when plugged into the charger, but as soon as it is removed the charge depletes. No battery swelling was noted, and the computer is stored in a normal office environment. The computer and flashcard have been returned and are pending analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis was completed on the returned computer and flashcard. No anomalies associated with the handheld computer performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software also performed according to functional specifications.